Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corner and cracked reservoir tube lip. No scratched on lcd window or broken belt clip slot noted.

Event description:
It was reported that the slot for clip broken cracks near battery compartment and many scratches on display window of the insulin pump. The customer's blood glucose level was unknown mg/dl. No details given.